Event description:
Same case as MFR report #: 2134265-2008-03170, -03169. Clinical trial. It was reported that during a coronary artery during eluting stenting procedure, balloon withdrawal resistance was experienced. The index procedure identified and treated four target lesions. Target lesion one was a de novo, 80% stenosed lesion of the mildly tortuous proximal lad (left anterior descending). Target lesion one was treated with predilation, placement of a 3.0x24mm taxus liberte drug eluting stent, and postdilation resulting in 0% residual stenosis. Target lesion two was a de novo, 90% stenosed lesion of the mildly tortuous mid rca (right coronary artery). Target lesion two was treated with predilation and placement of a 3.0x28mm taxus liberte stent resulting in 3% residual stenosis. During placement of the 3.0x28mm taxus liberte stent balloon withdrawal resistance was reported. Target lesion three was a de novo, 70% stenosed lesion of the mildly tortuous distal rca. Target lesion three was treated with direct stenting using a 3.0x16mm taxus liberte stent resulting in 0% residual stenosis. During placement of the 3.0x16mm taxus liberte stent balloon withdrawal resistance was reported. Target lesion four was a de novo, 60% stenosed lesion of the moderately tortuous r-pav (right posterior atrioventricular). Target lesion four was treated with predilation and placement of a 2.5x16mm taxus liberte stent resulting in 3% residual stenosis. During placement of the 2.5x16mm taxus liberte stent balloon withdrawal resistance was noted. The patient was discharged three days post procedure on asa and plavix with no further reported events.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. Device unavailable for analysis